Event description:
It was reported that oversensing and cross-talk were noted on the right atrial (ra) lead due to a dislodgement. An attempt was made to reposition the lead but it dislodged again. The physician felt it best to remove the lead completely with no replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 4076 implantable pacing lead 2012 (B)(6).